Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with the lcd lens screen cracked and scratched. During analysis, the reported issue was not able to be duplicated. Service recommended calibrating the downstream occlusion (dso) and sensors for precaution. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure test. No adverse effects were reported.